Event description:
A pt reported experiencing erratic results with an ot ultra meter. The pt's blood glucose was 560 and 240 mg/dl within 10 minutes, with a difference of 71%. Pt did not experience any adverse events. No further info has been reported.